Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch vita enhanced meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 8:15am. The patient reported obtaining elevated blood glucose readings of ¿159, 220 and 185 mg/dl¿ on (B)(6) 2015 and ¿203 and 139 mg/dl¿ on (B)(6) 2015. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). During the follow-up call, the patient stated that he tests his blood glucose three times a day and that his normal blood glucose readings are around ¿130-140 mg/dl maximum¿. In response to the alleged elevated results, the patient reported administering extra fast acting insulin on different occasions and became more ¿hypoglycemic¿ than usual around 3 hours later. During the follow-up call, the patient informed the csr that he developed symptoms of ¿shaking, hands were shivering and he was dizzy¿. During the follow-up call, the patient stated he ate and took sugar in response to his symptoms. The patient claimed he did not perform blood glucose tests on any other device. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted the test strips associated with the complaint had expired or had been stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged readings and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015. Device evaluation. The lay user/patients test strips have been returned on 3/17/2015 and further evaluated by lifescan product analysis on 3/17/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s meter has been returned on 3/27/2015 and evaluated by lifescan product analysis on 4/1/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.